Event description:
Mps reported arm shaking in haptics and loud clunking sound when moving. Mps reported "arm pushed too hard" prior to case, then arm shaking while coming into haptics and making a clunking sound.

Manufacturer narrative:
An event regarding noise involving a mako robotic arm was reported. The event was not confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: checked transmission cable tensions. Passed all certification testing, system ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate (B)(4) was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.